Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally entered the pump basal settings into the pump incorrectly. Tandem technical support guided the customer through adjusting the pump basal settings. There was no reported impact to customer's blood glucose levels.